Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with supersonic transporter (sst) deformity at the time of the original procedure. A glanulopexy was performed to address the issue, but it did not resolve the deformity, leading to a decision to revise the cylinders. The original reservoir was retained, drained, and refilled. The pump and cylinders were explanted and replaced. The physician believed the cylinders were undersized. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device may have been due to a potential measurement error at the implant procedure. The reported patient symptom of disfigurement is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with supersonic transporter (sst) deformity at the time of the original procedure. A glanulopexy was performed to address the issue, but it did not resolve the deformity, leading to a decision to revise the cylinders. The original reservoir was retained, drained, and refilled. The pump and cylinders were explanted and replaced. The physician believed the cylinders were undersized. No further patient complications were reported.